Manufacturer narrative:
Suspect medical device: common device name: not available, regulation name: hemostatic device for intraluminal gastrointestinal use. PMA/510(k): den170015. Investigation evaluation: our laboratory evaluation of the product said to be involved confirmed the report. All components were not included in the return (no catheters were returned), therefore a complete evaluation was not possible. The device was returned with the on/off switch in the "on" position. The red activation knob was engaged in the handle indicating activation of the carbon dioxide (co2) cartridge. When tested as returned, the device did not spray. The co2 cartridge did not discharge upon deactivation of the device and the co2 cartridge was fully punctured. The lance position was measured and found to be positioned correctly. A visual examination of the o-ring and lance inside the handle showed both components to be positioned correctly inside the handle and the lance to be beveled. The inspection of the co2 cartridge and regulator (lance and o-ring) confirm the device was of the current design. When retested with a new co2 cartridge, the device sprayed constantly once the on/off valve was switched to "on" without use of the activation button. The device was disassembled and powder was seen in the internal tubing and the powder chamber cannula. The tubes were disconnected for removal of the powder and no clumps were observed. A visual and physical inspection of the hole in the bottom of the powder chamber showed the cannula to be clear. The low pressure valve was dissembled and evaluated. All the internal components were intact. However, powder was observed along the inside wall of the valve, around the base of the activation button, and around the o-rings inside the valve which can cause the valve to stick and remain in an open position. A product discrepancy or anomaly that could have contributed to this reported occurrence was not observed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a definitive cause for the initial report of unable to spray could not be determined because the device sprayed nonstop when functionally tested. Powder was observed around the o-rings inside the valve which can cause the valve to stick and remain in an open position. If the valve is stuck in an open position, the device will spray continuously; it is unknown how the powder entered the valve. Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During a hemostasis procedure, the physician used a cook hemospray endoscopic hemostat. Hemospray dust [powder] did not come out. After connecting to the carbon dioxide (co2) bottle, the hemospray did not work. It is unknown how the procedure was completed. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence